Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a cholecystectomy with coelioscopy procedure, the device was being applied to the duodenum when the chisel sheath deteriorated. The device was used in 'endo-fulgaration coagulation' mode. The test was done with 30 power then increased to 80 power in order to coagulate the back of vesicular field. One part of the coagulation was completed and a spark occurred on the duodenum. No patient injury or extension in surgical time. The patient status is alive, no injury.